Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test due to blank display. Unit had cracked reservoir tube lip, cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call that the insulin pump did not work. The customer¿s blood glucose level was 203 mg/dl at the time of the incident. Customer stated because they forgot to take off the insulin pump and got into the pool for 30 minutes and now did not work. Customer stated that the whole liquid crystal display screen was blacked out and there was water under screen it did start up every now and then but stops and none of the buttons function at all there was water inside the insulin pump at the motor, prior to getting the insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.